Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 55 mg/dl while wearing the pod. The patient reports they had felt hungry and laid down. The patient was unable to be woken by their spouse. Upon arrival of the emergency medical services (ems), the patient was treated with glucagon and taken to the hospital. Hospital treatment was not provided.